Manufacturer narrative:
This report is related to MDR number 3011632150-2019-00080. The investigation is ongoing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angiography imaging will be reviewed as part of the investigation. If further information regarding this event becomes available a follow-up supplemental form will be provided.

Event description:
This report is related to MDR number 3011632150-2019-00080. Patient was treated in (B)(6) 2019 at a (B)(6) clinic ( (B)(6)) with two ce marked biomimics 3d vascular stents . On (B)(6) 2019 the patient presented at (B)(6) hospital (B)(6).the physician reported an occluded stent and possible stent fracture. The stent was explanted and was returned to veryan medical on (B)(6) 2019 for analysis.

Event description:
Veryan became aware of new information provided in the reporting physician's initial description of the event as follows: the patient who was implanted with a biomimics 3d vascular stent is described as having experienced "not only closed but the vessel has completely bent". The physician made no reference to the alleged stent fracture as reported in the initial MDR.

Manufacturer narrative:
This MDR supplemental is related to MDR number: 3011632150-2019-00079, MDR number: 3011632150-2019-00080 and MDR supplemental 3011632150-2019-00080_01. The event description is being corrected following awareness of new information from the reporting physician's initial description. (See section b5). The catalog number of the device assigned to MDR 3011632150-2019-00079 has been corrected to 131816-09 (5 x 100 mm). The complaint investigation included an analysis of the fluorscopy imaging, device history record review and analysis of the returned explanted stent. The angiographic images confirmed that the 5 x 100 mm stent had been placed proximally to the second stent (5 x 125 mm). It appears from the angiographic imaging from the re-intervention procedure, that while the distal stent appears distorted, there is no clear evidence of stent fracture in either biomimics 3d stents. The nature of the distortion indicates that the stent is compressed and bunched up. No such compressive distortion was apparent at index procedure. The distal stent was explanted and returned in two parts. As the stent was removed during a surgical procedure it is possible that the handling the stent would have been subjected to during removal could have been the root cause of the separation. This is not necessarily indicative of the stent in the in-vivo setting. The stent did not appear distorted at the time of index procedure but appears to have become distorted in the intervening months. The reason for the compressive distortion is unknown. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.